Manufacturer narrative:
(B)(4). Information not provided. The analysis results confirmed that the driver was returned with the cable causing the cutter to spin intermittently. Upgrades were performed to the driver; the driver was serviced, cleaned, and tested, and functioned properly.

Event description:
It was reported that when the cutter knob was advanced, the cutter would activate intermittently. The biopsy procedure was completed with no patient consequence. The device was returned for service and repair.